Event description:
The manufacturer received information regarding a simplygo. There was no report of patient harm or injury. The device was returned to third party service center for device evaluation. During the evaluation service technician observed pca burnt.